Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal "device broke". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The reporter did not have any further info available. The product was returned. Upon receipt of the device, it was observed that the reported failure was a loading issue.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was inside the loading device, the plunger was not depressed, the seal was in the loading device, and there was no evidence of blood. Based upon the received condition of the device, the failure mode "the device broke" was interpreted as "seal did not load properly". The reported failure mode was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).